Event description:
It was reported, that the patient's right atrial lead was noted to be dislodged via chest x-ray. While in the recovery room post-implant. No electrical anomalies were noted. The patient's lead was repositioned, the next day on october 29th. The patient was stable throughout both procedures and after.